Event description:
Same case as MDR ID: 2134265-2018-60341, 2134265-2018-60337. It was reported a perforation occurred. Two orion mapping catheters and an intellanav oi ablation catheter were selected for use during a mapping and ablation procedure. The right ventricular outflow tract (rvot) was mapped and a premature ventricular contraction (pvc) was localized in the rvot. Ablation was delivered. While re-mapping after ablation, it was noted the patient's pressure was dropping. At that time, they withdrew all catheters. The patient underwent a pericardial tap and emergency bypass surgery due to perforation. The physician felt the complication could be due to the ablation catheter; however, he was unsure. All three catheters were in the patient's body at the time of the complication. There were no issues with device functionality during the procedure. The patient was discharged to the intensive care unit where she was being monitored. As of august 8, 2018 the patient was still in the unit with some cerebral issues from lack of blood during the procedure.

Event description:
Same case as MDR ID: 2134265-2018-60341, 2134265-2018-60337. It was reported a perforation occurred. Two orion mapping catheters and an intellanav oi ablation catheter were selected for use during a mapping and ablation procedure. The right ventricular outflow tract (rvot) was mapped and a premature ventricular contraction (pvc) was localized in the rvot. Ablation was delivered. While re-mapping after ablation, it was noted the patient's pressure was dropping. At that time, they withdrew all catheters. The patient underwent a pericardial tap and emergency bypass surgery due to perforation. The physician felt the complication could be due to the ablation catheter; however, he was unsure. All three catheters were in the patient's body at the time of the complication. There were no issues with device functionality during the procedure. The patient was discharged to the intensive care unit where she was being monitored. As of (B)(6) 2018 the patient was still in the unit with some cerebral issues from lack of blood during the procedure. Additional information received clarified that only one orion catheter had been used at a time; the first one was replaced after it seemed noisy. The patient was eventually discharged from the hospital.

Event description:
Same case as MDR ID: 2134265-2018-60341, 2134265-2018-60337. It was reported a perforation occurred. Two orion mapping catheters and an intellanav oi ablation catheter were selected for use during a mapping and ablation procedure. The right ventricular outflow tract (rvot) was mapped and a premature ventricular contraction (pvc) was localized in the rvot. Ablation was delivered. While re-mapping after ablation, it was noted the patient's pressure was dropping. At that time, they withdrew all catheters. The patient underwent a pericardial tap and emergency bypass surgery due to perforation. The physician felt the complication could be due to the ablation catheter; however, he was unsure. All three catheters were in the patient's body at the time of the complication. There were no issues with device functionality during the procedure. The patient was discharged to the intensive care unit where she was being monitored. As of august 8, 2018 the patient was still in the unit with some cerebral issues from lack of blood during the procedure. Additional information received clarified that only one orion catheter had been used at a time; the first one was replaced after it seemed noisy. The patient was eventually discharged from the hospital. Visual inspection of the returned device found the distal end has a slight curve to the right when the steering knob was returned to the neutral position. Curve testing was performed; the right curve passed the test, while the left curve did not reach the specified area on the template. Continuity checks revealed no electrical opens or shorts. All electrodes, sensor, and thermocouple resistances measured within specification. The steering knob and tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified and the device was found within specification.